Event description:
Father called into hematology/oncology stating that patient is on an extended-release abx home infusion for the next day or two and father noticed there was a red spot on the patient¿s shirt and when further evaluated there was blood back flowing in the pac line where the abx bulb is connected. Father stated there is no bleeding at the port site, no swelling, redness or irritation noted at port site either. Father stated that once he did that the abx started flowing and could see the blood returning into the patient as the medication was infusing. Dad called back stating that he figured out the problem and there is a hole in the pac line that is connected to the port needle above the green cap where the abx is infusing. Father instructed to bring patient in and break in line was noted by care team right above the clave. Port needle removed and sequestered.